Event description:
It was reported the insulin pump alarmed no delivery during manual prime. Customer stated she attempted three times and device alarmed. Troubleshooting was performed. Customer had already disconnected and reconnected reservoir and tubing. Was advised to gently tug on the connector and replace the plunger. Customer manually pushed the insulin through the tubing, it did exit. Customer performed a manual prime and the device alarmed no delivery. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.